Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to attempt a series of troubleshooting steps, but these efforts did not restore the pump's functionality. Consequently, technical support arranged for a replacement pump to be sent. The customer acknowledged the instructions for returning the malfunctioning pump and preparing the replacement, which included updating software and programming settings. The pump was still under warranty, and the customer planned to use multiple daily injections as a backup therapy.